Event description:
Customer alleged the lancet needle will not retract in the softclix plus lancing device. Customer reported no accidental stick with a lancet. A request was made for the result of the suspect device, and replacement product was sent.